Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to a filter retrieval procedure, a cloversnare 4-loop vascular retriever "snapped" as the user was attempting to shape the curve of the distal end of the device. The device did not make patient contact. Investigation - evaluation. Reviews of the drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation evaluation was performed. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Reviews of the drawing, manufacturing instructions and quality control procedures were also conducted, and no gaps were discovered. The product is packaged with instructions for use which state as a precaution, "do not attempt to shape the catheter tip or snare, as doing so may damage the device. Damage may include, but not be limited to, separation of the nitinol snare(s) from the snare catheter." Based on the information available, investigation has concluded that the device failure was likely due to the user¿s attempted reshaping of the distal end of the device, contrary to the precautions of the IFU. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a filter retrieval procedure, a cloversnare 4-loop vascular retriever "snapped" as the user was attempting to shape the curve of the distal end of the device. The device did not make patient contact. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.